Event description:
The customer reported that, while in use on a patient the pb540 ventilator unit was giving a check volume/inspiratory time settings message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended that a service engineer inspect this ventilator and look at the exhalation valve or possibly one of the boards. Additional service information has been requested